Event description:
Product analysis was completed on the returned generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed to be at 2.709 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test and, shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 21.053% of the battery had been consumed. Review of the downloaded data from the pulse generator showed that, as-received, the pulsedisabled byte was not set to a value that represents a vbat-eos threshold condition as it had been programmed back on. However; the pulse generator may have been exposed to an electrocautery tool during implant based on burn marks observed on the pulse generator case. The cause for the 'premature end of life (eol) indicator' and 'asic latch-up condition' conditions is unknown. However, the exposure to an electrocautery tool may have been a contributing factor. Teaching has been provided to the implanting surgeon on electrocautery usage in the or since this event. A review of manufacturing records confirmed that the device passed all functional tests prior to distribution.

Event description:
The patient had their generator replaced on (B)(6) 2013. It has been returned for analysis and completion is pending. Further information was received from the patient's neurology clinic. The first date the patient experienced an increase in seizures was (B)(6) 2012. Reported to be related to their vns as in may have been malfunctioning and with rapid decline to the battery needed a replacement. .multiple seizure types increased.

Event description:
A vns programming physician reported that one of their patients had a vns replacement performed on (B)(6) 2012. It was felt to be a routine replacement without complications with the device programmed at her pre-op settings right at the time of surgery. However, when I saw the patient for her 1st follow-up appointment in (B)(6) 2012, interrogation gave an error message of the device being 'disabled due to vbat less than eos' indicating it was not supplying stimulation. The patient was also having a clear worsening in seizure control. The device was turned on at the (B)(6) visit with setting re-titrated upwards over the next couple of months. Unfortunately, the patient has continued to have a higher than typical seizure frequency over the last year. In addition, at her office visit on (B)(6) 2013, interrogation of the vns suggested the battery was declining quickly, already reaching need for ifi, intensified f/u. The patient is (B)(6) woman with a past medical history significant for medically refractory epilepsy, developmental delay, and status post vagal nerve stimulator placement. Complicated by the device being disabled after replacement. She has had to undergo re-titration of her vagal nerve stimulator settings due to this. In the recent past, there has been some worsening in her seizure control. When she was last seen in the (B)(6), seizure frequency was continuing to be higher than typical baseline. She is experiencing anywhere from 2-4 generalized tonic-clonic seizures per month. In addition, most months she is having multiple clusters of her eyelid flutter spells requiring doses of the rescue medication lorazepam to assist with aborting these. In the interim since the last visit, the patient does continue to experience a higher than her previous baseline seizure frequency but is fairly similar compared to when she was last seen in september. Her mother estimates that in the last 3 months she has had 9 of the larger convulsive seizure, but these have not actually been visually witnessed. Instead, the 9 larger seizures have all occurred directly out of sleep in the early morning and have been heard by her mother but not seen. They have occurred between 5:30 and 7:00am.out of sleep and will consist of a crying vocalization and loss of awareness. They last about 20 seconds. By the time her mother arrives in the room, the seizure itself is over and she has some postictal sleepiness. She will usually simply fall back asleep for minutes or hours afterwards and then is back to her baseline. There have been 9 such events in the last 3 months. She is not having any of her larger convulsive seizures during the daytime. The only daytime events that have been happening in the last 3+ months are her eye flutter spells. These may last seconds at a time but usually occur in clusters of events lasting minutes or sometimes up to 30 minutes at time off and on. In general, she has the larger, more prolonger clusters lasting up to 30 minutes about 2-3 times per month, and these will be aborted by 1 mg dose of lorazepam. However, in the last week since christmas the patient has had 6 such episodes. When these occur, however, they really do no have any impact on the patient's level or alertness or interaction. In addition, when she takes the dose of lorazepam it does successfully abort the activity but does not have an impact on her level of functioning. She is tolerating her current medication combination quite well without significant side effects. She is tolerating vagal nerve stimulation well without complaints. She has not had any lab studies done since (B)(6) 2012. She remains on polytherapy with vimpat, lamictal, zonegran, ethosuximide, and dilantin. Unfortunately, over this last year she has continued to experience higher than previous baseline degree of seizure frequency. This continues to be the case despite polytherapy with a total of 5 separate antiepileptic drugs and with vagal nerve stimulator. Given her ongoing seizure frequency,they may consider some adjustments with her medication regiment. However, prior to doing so it would be beneficial to further define seizure types and seizure frequency with video eeg monitoring to determine the best medication options. The vagal nerve stimulator was interrogated during their visit. No changes were made in settings. The patient tolerated this well. The settings at the end of the visit include an output current of 2.00, signal frequency 30, pulse width 500, signal on time 14, signal off time 1.8, magnet current 2.25, magnet on time 30, and magnet pulse width 500. System diagnostics suggest that the battery life is declining, with need for intensified follow-up. Their physician reported that it was their understanding from speaking to someone last spring is that the initial error message and disabling of the device may have suggested exposure of the generator to conditions surgically or pre-surgically which could have drained battery life significantly. The issue now is that the patient's vns will need to be replaced again, possibly less than one year after the last surgery. There is also concern that it may not have been functioning to full capacity, judging by the patient's clinical response. The patient has been referred for a battery replacement. With a proposed date of 2/12/2013. Good faith attempts will be made for their explanted generator to be returned once surgery occurs.

Event description:
An implant card was received on (B)(4) 2013 confirming that the generator was replaced on (B)(6) 2013. It was also noted that the generator was replaced due to the battery depletion, near eos = yes. The lead impedance with the new generator was marked "ok".